Event description:
The pt is a (B)(6) female who is post laparoscopic gastric bypass completed in (B)(6) 2008. In (B)(6) of 2009, she underwent a laparoscopic internal hernia repair. She continued to have some abdominal pain which at times would be severe. She had a full work up and on (B)(6) 2010, the surgeon preceded with a laparoscopic cholecystectomy. During the procedure, the surgeon noticed that gas was leaking around the value of one of the trocars. The surgeon did not remove the trocar. He wrapped it so it would remain air tight and completed the procedure. The trocar was leaking at the funnel valve. The trocar was disposed of after the procedure. There was no harm to the pt. The surgeon reported that the trocar was a reprocessed trocar and believes that the devices are more prone to leaks after they are reprocessed.